Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis with culture positive for e. Coli in a patient coincident with dianeal pd4 ambuflex for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported that on (B)(6) 2011, the patient was diagnosed with peritonitis manifested by abdominal pain. The patient was not hospitalized. On (B)(6) 2011, the patient was treated with ip vancomycin and ip fortaz (dose and frequency not reported). On (B)(6) 2011, treatment with ip vancomycin ended. Dianeal therapy and treatment with ip fortaz were ongoing. The patient was recovering. The nurse reported that the event of peritonitis with culture positive for e. Coli was not related to the dianeal pd4 ambuflex therapy.